Event description:
A philips field service engineer reported that during testing after a software upgrade the device failed the ibp portion of the extended self test. No patient involvement were reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.